Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2022 a soft tissue swelling was treated with antibiotics. The swelling reoccurred, thus in (B)(6) 2022 a needle aspiration was performed. On (B)(6) 2022 the user underwent surgery where the device was removed from the implant site, the implant side was cleaned, and then the device was reimplanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery in (B)(6) 2022 due to an infection at the implant site. Reportedly the implant site was cleaned and the device was put back in place. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The device remained implanted and in use.

Event description:
In (B)(6) 2022 a soft tissue swelling was treated with antibiotics. The swelling reoccurred, thus in (B)(6) 2022 a needle aspiration was performed. On (B)(6) 2022 the user underwent surgery where the device was removed from the implant site, the implant side was cleaned, and then the device was reimplanted.